Event description:
Customer support noticed that on a recent patient download there were several "battery pack fault" flags. A patient service representative (psr) was already visiting the patient because the patient had a valid treatment event and needed their electrode belt replaced. While there the psr exchanged the battery packs.

Manufacturer narrative:
Device manufacturing dates: battery packs - 2007. Evaluation summary: device evaluations of battery packs and have been completed. The reported problem was confirmed. The cause of the "battery pack fault" flags was a damaged battery connector on battery pack. Pin number 3 was bent. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The other battery pack was found to operate normally. It was restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The patient received two replacement battery packs.